Event description:
The tip of a lobster pin cutter chipped off during surgery while cutting steinmann pin. Three fragments [were] removed from the surgical site. The lobster pin cutter [was] removed from service. X-ray [was] taken after surgery, and no additional fragments [were] seen on x-ray. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).